Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced pump tubing puncture with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. Additional information was received that there was fluid loss and the physician alleges the puncture occurred prior to implanting into the patient. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced pump tubing puncture with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. Additional information was received that there was fluid loss and the physician alleges the puncture occurred prior to implanting into the patient. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.